Event description:
It was reported that during a ptca treatment procedure the bio ranger 20/2.5 mm balloon ruptured at 6 atms. The lesion characteristics and location are unknown. The bio ranger balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reportd as 'good'.